Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.